Event description:
During the atrial fibrillation procedure, an air leak was noted on the hemostasis valve on the agilis sheath after insertion of the volt catheter. The agilis sheath was exchanged, and the procedure was completed with no adverse patient health consequences.